Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation appears to be due to an inaccurate charge time measurement with the device using that data to calculate the estimated remaining longevity of beginning of life (bol). Once more data was collected and the charge time remeasured, the estimated remaining longevity was accurately reported.

Event description:
Boston scientific received information that this pacemaker's estimated remaining battery longevity has been variable approximately the last six months. Late last fall, the device indicated there was less than a half a year of battery longevity remaining and the magnet rate was 90 ppm, with the same being noted approximately three months later. Another check was performed approximately six months after the fall check and that evaluation indicated the device was at beginning of life (bol) with approximately one and a half years of battery longevity remaining and the magnet rate was 100 ppm. By recent check, however, elective replacement time (ert) was triggered three days later, and currently the device is near end of life (eol); the magnet rate is 85 ppm, and no testing was able to be performed. It was noted that the patient is 100% paced. The field representative reviewed the information with boston scientific technical services (ts). The lead diagnostics and outputs have been stable. Ts questioned if the patient had any radiation or MRI testing prior to the bol values being noted; as ts noted those are the values that would be seen on the programmer after a reset has occurred. A replacement procedure was performed and this device was successfully explanted. No additional adverse patient effects were reported.